Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's physician was going to add a lead to the patient's existing scs system to cover new pain, however, the physician was unable to place the lead in the right location due to patient's anatomy. The physician abandoned the procedure.